Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that some times buttons have to be pressed really hard to work. Customer¿s blood glucose was unknown. Customer stated that insulin pump had dimmed screen, insulin pump has rejected new batteries. Insulin pump will be returned for analysis.